Event description:
It was reported by the bd representative that during rounding, nurse reported that there was an lvp channel that kept say "safety clamp open" and then "occlusion patient side" alarms but there wasn't an occlusion when they were trying to program an infusion. Replaced the channel with another one and it worked fine. There was also a significant gap at the bottom of the door when the door was closed. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had damaged door latch assembly was not determined because no product or device logs were returned.